Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2014 with the following findings: a review of the pump¿s black box history showed that a call service alarm related to the event was recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked. Also unrelated to the complaint, evaluation revealed that the display was dim and the text was discolored. The complaint of the pump emitting multiple call service alarms was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging a call service alarm issue. It was reported that the pump emitted call service alarms more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.